Event description:
A review of the 760 ventilator technical alert and test logs indicates that one 6026 alert occurred and that the ventilator did not experience a ventilator inoperative event as a result of the flow sensor offset. The pt expired while being manually ventilated.

Event description:
A review of the 760 ventilator technical alert and test logs indicates that one 6026 alert occurred and that the ventilator did not experience a ventilator inoperative event as a result of the flow sensor offset. The pt expired while being manually ventilated.